Event description:
It was reported that, "cup had changed position since operative day. Pt had reported a "clunking" sound and feel since operation was done. Surgeon decided to do an acetabular revision to replace the cup into a better position."

Manufacturer narrative:
The device is not available for eval. If add'l info is provided, the eval results will be submitted in a supplemental report.